Event description:
It was reported per maude event report that at the beginning of a cardiac catheterization procedure, while attempting to gain access to the right radial artery, the tip of the spring wire guide (swg) from the radial arterial access kit sheared off from the main portion of the swg. The retained fragment of swg, approx 2.7cm in length x 0.05cm in diameter, could be seen in the right radial area on fluoroscopy. The diagnostic catheterization procedure was completed via separate access obtained in the right femoral artery. The right femoral sheath was removed post procedure and hemostasis obtained without difficulty. The pt then went to the operating room later on the same day where the retained swg fragment was removed from within the right radial artery and sent to pathology for gross examination. Distal pulses in the right radial artery postoperatively were good. The pt was discharged home with no ill effects related to the event.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.